Event description:
From staff: tobotic instrument was removed from the patient with the metal trocar stuck on the instrument. This occurred because the end of the robotic instrument was bent and the surgical team could not remove the instrument without taking trocar out of the patient also.